Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 1104 "backup alarm failed" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The device was taken out of service. The biomedical engineer (bme) called technical support to report that a 1104 "backup alarm failed" error occurred. The bme installed the software and saw that the 1104 error code was active. The rse recommended that the bme should try to replace the central processing unit (cpu) printed circuit board assembly (pcba) for repair.

Manufacturer narrative:
H11: ec 1104-backup alarm failure was confirmed to have occurred during power on self-test (post). Based on this information, this is not a reportable event.